Manufacturer narrative:
The reported event involving syringe modules with loose screws inside could not be confirmed. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
During a site visit, it was reported that there were a few devices observed to have a loose screw on the potentiometer on the barrel clamp, and that includes devise that still have the qc seal intact.